Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported stimulation was too strong since (B)(6). The patient was assisted to turn it down. It was noted that troubleshooting resolved the reported issue. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had been urinating all over themselves. They would cough and it would pour out of them; they had no control over their bladder noting it was like a faucet was being turned on. There were no further complications reported or anticipated.